Event description:
Caller reported damage to tandem charging cable, and charging supplies were not functional. There was no adverse impact to the customer¿s blood glucose level. Cts to replace pump. Reportedly, customer reverted to an alternative method of insulin therapy.